Event description:
In 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp via medwatch form. During an arthroscopic procedure of the shoulder, the tip of the arthrowand was reported to have detached. A fluoro c-arm was used to attempt to locate the foreign object and the fragment was not detected. It was reported, the fragment may be remaining in the pt. No pt injury was reported and no follow up treatment is required.

Manufacturer narrative:
It is unk if the device was reprocessed. The device was not returned for eval. No conclusion can be drawn.